Event description:
Patient revised on (B)(6) 2020 due to dislocation resulting from noncompliance with post-surgical instructions, approximately 1 month after primary surgery. Surgeon removed the 40/+6 standard humeral cup and replaced it with a 40/+3 stability humeral cup and +9mm humeral spacer.